Event description:
Although an unexpected tubing set with an unspecified issue was returned by the customer, a photo from the receiving lab appeared to show that the tubing set port was broken. The customer stated that there is no event information available.

Manufacturer narrative:
Suspect revised to me2017. An unspecified failure was reported. Visual inspection observed the me2017 set's male luer collar was broken and its broken off luer tip was lodged within the other received set sample's component. A piece of the male luer collar, along its base, and its luer tip were broken off. The broken off collar piece was not received for evaluation. The collar cavity was noted as 15c. Further inspection observed no stress or tool markings at the break site. The rest of the set was inspected for kinks, holes/tears in the tubing, and damages to the components. No other issue was observed. Further testing of pushing fluid from a lab syringe through set me2017 was done. No unexpected leak was observed. The tubing was then clamped to create backpressure while fluid was attempted to be pushed through. No leaks were observed. The device history record for model me2017 could not be performed due to no lot number being provided. The root cause was identified as design of the male luer component.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Customer stated that no patient involvement/information was available, as well as date of event.

Event description:
It was reported that the tubing set port was broken upon observation of the attached photo of the unexpected return. The customer stated that there is no event information available.